Event description:
It was discovered during testing that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was fount o be out of specification in relation to the discovered symptom, which was unable to be reproduced. The device was tested for 24 hours with no occurence of system error 322 alarms. System error 322 alarms were confirmed through the event history log and were determined to be caused by failed upper and lower auxiliary assemblies. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open stat to the door closed/set-loaded state and the lower link switch does not activate.